Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer leaked approximately 1ml of green fluid from an unknown source and generated vacuum errors. The leak was contained within the instrument. The customer was wearing a lab coat, eye goggles, and gloves at the time of the occurrence. There was no injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material data safety sheet (msds), but has an exposure control plan at the facility. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) observed that the sweep flow line had been disconnected at the bottom of the red blood cell bath, which was due to a defective pinch valve (pv) 2. Pv2 was corroded and not functioning properly, therefore generating the vacuum errors. The fse replaced the tubing at pv2, which resolved the leak and corrected the vacuum errors. The fse verified the service activity performed per established procedures and the results met the performance specifications.